Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via email that the customer has been experiencing high blood glucose a few months ago. The customer mentioned he had high blood glucose, but is back to normal levels now. The customer stated the high blood glucose of 400mg/dl could have been caused by cannula coming out of the location and was not getting any insulin. The customer treated with manual injection.